Manufacturer narrative:
No information for date of event. Refer to manufacturer report #2649622-2018-17355 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was having an MRI for "newonset seizures after dbs placement". Caller said her notes indicate there is a concern for underlying seizure disorder after the patient had his dbs leads placed. It is unknown if the symptoms are related to the device or therapy. No further complications were reported or anticipated.